Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: "we have an ongoing issue with some of the b braun bungs which continue to leak once the IV line has been disconnected, this happened at least 4-5 times today and one of the patients had a hx of IV drug use so not ideal to have bleeding. We usually put a 2nd bung on the leaking one or sometimes flushing and immediately capping it is enough if it's not going to be used again. It was quite bad a few months ago but then got better and it seems to be creeping back recently - speaking to some of the ward nurses they have noticed it previously but not as much recently."